Event description:
The device was used during a laparoscopic appendectomy. The device was reloaded with an evu35 for the initial firing across the meso-appendix. The device was fired and a small vessel was bleeding medial to the staple line. The staples did not appear completedly formed. The device was reloaded with the original blue reload and fired across the appendix without difficulty. There was no consequence to the pt. The repo is also sending back 2 device reloads.